Event description:
A cartridge alarm was reported, and there was no adverse impact to the customer's blood glucose level. The issue did not occur during the load process, and although no previous alarms of the same type were reported, the customer experienced cartridge alarms with consecutive cartridges. Technical support confirmed this and decided to replace the pump. As a corrective action, the customer was advised to use multiple daily injections (mdi) as backup therapy to ensure continued insulin delivery. The customer was informed they would receive a pump with updated software, and instructions were provided for putting the pump into storage mode before returning it. The shipping address was confirmed, and the caller did not require a signature for the delivery. The replacement pump was sent, and the customer was instructed to return the defective pump to tandem using the provided box and pre-paid label.